Event description:
Two balloons ruptured pre-dilation of the target lesion. The patient was a male but his age unknown. The target lesion was the right coronary artery (aha1-3). The lesion was a de novo, heavily calcified and highly tortuous. There was 100% stenosis (cto). The product was properly inspected and prepped. After the physician crossed the lesion with a guidewire, a firestar (1.5/10mm) balloon catheter was inflated at 8atm at the proximal right coronary artery (rca), but the balloon would not inflate properly. The physician removed the firestar balloon from the patient and found there was a pinhole rupture. Therefore, a different balloon (lacrosse) was used without difficulty. Following pre-dilation, a cypher (size unknown) stent was implanted safely at the proximal rca. Then, to treat the mid rca, a firestar (2.5/15mm) was inflated for pre-dilation at 8atm, but the balloon would also not inflate. The physician removed the second firestar from the patient and found there was also a pinhole rupture on the balloon. Therefore, the balloon (lacrosse) which was used for the pre-dilation at the proximal rca was used again, and two cypher stents were implanted without problem. It was noted that there was no difficulty advancing the balloons through the vessel to reach the lesion. Contrast to saline ratio was 1:1. There was no patient injury reported.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2009-01605.